Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the customer's reported problem regarding failed delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed, and the pump was found to be over delivering to the manufacturing specifications. It was noted that inaccurate delivery: expulsor was out of mechanical specifications. Device was slightly over delivering. Service will trim pump's expulsor in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed accuracy test by +21.27 percent. There was no patient, or clinician injury associated with these occurrences. This occurred during testing. No further details provided at this time.